Event description:
It was reported that, "the pt has possible infection so surgeon did an I & d and exchanged the poly."

Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report.